Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 1. Per the initial report, the home patient (hp) had air in the patient line. The hp also stated the patient line was full of air. The tsr assisted to end therapy so they could start over with new supplies. Global product surveillance contacted hp on (B)(6) 2011 regarding the reported problem. The hp was not sure why air got into the line. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint was given the problem code as air in tubing (without alarm). The problem is not confirmed, because there was no lot number for a batch review to be performed, a sample was not returned to baxter for evaluation, and there was no report of use error by the patient. The patient stated that they saw air in the line; however, the cause of the air could not be determined. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.